Event description:
It was reported device embolization occurred. The patient underwent a left atrial appendage closure (laac) procedure. A 24mm watchman ® laa closure device was selected and implanted. The device met all of the release criteria. A few heart beats after release, the device embolized from the left atrial appendage (laa), passed through the aortic valve, and was found in the descending aorta. A second watchman ® laa closure device was implanted successfully to close the laa. Then the physician punctured the aorta with a non-bsc 18f sheath and snared the embolized device completely into the sheath to remove it from the patient's body. The patient received femostop and was transferred to the ICU for observation of the arterial puncture. Throughout the procedure, the patient was in stable condition.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).